Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial# (B)(4), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw a 1707/coupling issues error. Calle said the patient has been charging fine, but yesterday and today they can't get the stimulator to charge. This morning it said 30% charge and went over to 40%. It some times takes a while to find the charge but it has never taken almost two days. Always have a hard time finding the device he is a bigger guy. The doctor had a hard time finding the stimulator at his last appointment. The following troubleshooting steps were performed; reset the recharger, dismissed code 1707, located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, confirmed communicator was turned off. Patient got a screen with the battery and it was flashing red and a green check mark that said excellent. It had a message to hold the recharger in place for 30 minutes. Advised caller to continue to have patient charge for 30 minutes and see if the recharger kicks over into a normal charge session, and to call back if issue persisted. Additional information was received from a friend/family member. It was reported that the patient went to the doctor a couple of weeks ago. The caller said the patient was able to charge the implantable neurostimulator (ins) the first time really good but for the last two weeks they are not able to get the ins to charge above 30%. Repositioning the recharger over the ins was reviewed. The caller saw the open loop charging screen then briefly saw the regular charging screen then saw the 1707 code. Taking the recharger out of belt was reviewed. The caller was able to connect to the ins briefly but not maintain a charging session. The caller said the patient cannot stand for long periods of time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. No symptoms or patient complications were reported.